Event description:
During evaluation of a returned spectrum infusion pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.

Manufacturer narrative:
Initial reporter address: carr 172 de caguas a cidra urb turabo the device was received for evaluation. During functional testing, a system error 345 was not reproduced. A review of the event history log revealed 'system error 345' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be corrosion and contamination on the force sensor thermistor wire. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.